Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call low blood glucose levels. Customer's blood glucose level was 20 mg/dl. Customer treated their low blood glucose with a drink and candy. Customer believed the insulin pump worked fine and felt there was an issue with the settings which needed to be adjusted.